Manufacturer narrative:
(B)(4). Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was returned by the customer and was found to be drilled through with evidence of detritus and devitrification of the glass output window. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or an anatomical/procedural factors encountered during the procedure, resulting in cap detachment.

Event description:
It was reported that the tip of the surgical fiber was damaged during a prostate procedure. The case was completed by turp. There was no injury reported.